Manufacturer narrative:
Product complaint # (B)(4). Investigation summar: the device associated with this report was returned for analysis. Examination of the device confirmed the complaint. Functional testing of the device found the locking screw to have been over tightened resulting in the inability loosen the screw. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that after case, noticed this instrument was faulty. There was no surgical delay.